Event description:
Plif spacer inserted at l5-s1 about one year ago was noted on an x-ray to have come out anterioty. During revision surgery, surgeon was inserting a screw and the head of the screw stripped. As surgeon was attempting to remove the screw, the entire head came off. Surgeon used three bits to no avail. Surgeon was finally able to remove the screw. The screw hole was filled with a bone filler and another screw was inserted and procedure was completed without further complications.